Manufacturer narrative:
After further review, this complaint is not reportable as per 21 cfr 803.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the left eye, the patient presented with 3+ anterior chamber cells. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The patient was treated with moxifloxacin, pred, and bromfenac four times a day for 1 week and predacetate 1% every two hours for 1 week. In the surgeon¿s opinion, the most likely cause of the event is tass. Patient outcome is reported to be good.